Event description:
According to the advocate, the customer received a blood glucose reading of 132mg/dl on the contour , was retested on the doctor's meter and the reading was 300mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was treated for hyperglycemia. Further details were not provided. The customer was advised to return the strips for evaluation. New meter and strips were sent to the customer.